Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that outer tubing overlay with cosmetic environmental stress crack, the outer tubing overlay has melted, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleeve.

Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.